Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. The shocks occurred at the patient's home and in the ambulance. Review of the egms showed low amplitude rapid noise on both the atrial and ventricular tip to ring channels. A device issue was suspected. The device was replaced. There were no further patient complications as a result of this event.